Event description:
In 2005, the pt was seen for the initial stimulation of her device. Testing performed revealed out of range electrode impedances and the pt reportedly had no sound perception. A CT scan indicated that the array had migrated out of the cochlea. The pt's device was explanted. The pt was reinplanted with another advanced bionics cochlear implant.